Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
The customer stated that the infusion device was delivering an inaccurate amount of insulin. The customer's blood glucose level was in the "400's mg/dl". No adverse event reported. Return of the suspect device was requested for evaluation.